Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 260 mg/dl. After troubleshooting, it was reported that insulin was not coming out and customer was able to clear no delivery. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.